Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 537 mg/dl. The customer treated the high blood glucose readings with the pump. The customer has not contacted his health care provider regarding his high blood glucose readings. The wife also stated that the pump did not show any active insulin. The wife also stated that the customer had low blood glucose readings of 45 mg/dl last night. The customer was advised that the basal rate is not included in active insulin. The customer declined to troubleshoot for high blood glucose readings.